Event description:
It has been reported that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon and inflated the balloon to dilate the vessel. The physician deflated the dilatation balloon and removed it from the pt. The physician inserted the stent delivery catheter into the pt and placed the stent in the vessel. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and inserted a post-dilatation balloon catheter and inflated the balloon. The physician noticed that the occlusion balloon was deflating unexpectedly. The pt is reported as fine.